Event description:
Reporter stated that patient experienced hypoglycemia, coincident with extraneal therapy. Patient's blood glucose was measured at 12:48 pm, using an inform system, with a result of 111 mg/dl. Twelve minutes later, patient's blood glucose was retested, on the same device, with a result of 115 mg/dl. Reported noted that, at 1:32 pm, patient presented with slurred speech and was difficult to arouse. The facility's rapid response team was reportedly summoned and patient was given an EKG and CT scan, which were reported to be normal. At 1:50 pm, patient was transferred to the sicu. Reporter stated that, at 1:54 pm, patient was reportedly tested on the suspect inform system with a result of 103 mg/dl. No treatment was reported at this time. At 3:30 pm, a laboratory glucose test was ordered. At 4:26 pm, the laboratory reported that patient's blood glucose was 10 mg/dl. Reporter stated that patient was treated with 50% dextrose solution at 4:26 pm, 4:34 pm, and 4:41 pm. Reporter noted that patient recovered and "is in a fair status." No additional treatment was reported. The manufacturer requested the return of the suspect product for evaluation.